Event description:
Customer reported via phone call to have received excessive battery out limit alarms and was not able to bolus. Customer's blood glucose was 210 mg/dl. After troubleshooting, customer was advised that battery cap would be sent. Customer called back reporting the same issue with battery out limit alarms. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.